Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken, both bail covers were broken, the ring cover was contaminated and the keyboard was scratched. (B)(4).

Event description:
It was reported device is out of calibration. Followup indicated that at 10 and 25 milliamp settings, the output was out of specification. The device was returned for test and calibration. No patient complications were reported as a result of this event.